Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that four ecr60b cartridge reload was received. The reload was received in good visual condition and fully fired. No functional test could be performed due to the condition of the reload. Event could not be confirmed as no device was returned for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure the staples in the proximal part of the staple line were formed but the rest staples were unformed after first firing. Changed to another device and reload to complete the procedure. No adverse event on the patient.